Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fragmentation/device breakage/I was told it was bent and most was in the uterus. He pulled it out and it was in pieces"), pelvic pain ("chronic pelvic pain/pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)/heavy flow") in a 35-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/I was sensitive to light") and headache ("headaches/pain: headache"). In 2011, the patient experienced fatigue ("fatigue/I just noticed I was more tired"). In 2012, the patient experienced dyspareunia ("painful intercourse/it hurt the most before I was about to get my cycle or right after I completed my cycle/pain: pain during sex"), abdominal pain lower ("cramping / lower abdominal pain/constantly cramping/pain: side/ I lwould cramp all the day, everyday even when my cycle wasn't on") and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced weight increased ("weight gain/I gained 90 lbs"). In 2015, the patient experienced rash ("rash/underneath my belly, in the crease of my flap"). On (B)(6) 2016, 6 years 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterus"), pelvic pain (seriousness criterion medically significant), abdominal distension ("bloating"), menorrhagia ("heavy menstrual bleeding/my periods would last 6-7 days constantly heavy flow"), back pain ("lower back pain"), procedural pain ("pain with pap smear") and photophobia ("sensitive to light"). The patient was treated with surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, dyspareunia, abdominal distension, back pain, rash, genital haemorrhage, migraine, fatigue, weight increased and photophobia outcome was unknown and the abdominal pain lower, menorrhagia, headache and procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, photophobia, procedural pain, rash and weight increased to be related to essure. The reporter commented: per mr: both tubal ostia were visualized. The essure instrument was coiled into the right tubes. The coil was positioned and released. There were 4 trailing coils on the right and 3 trailing on the left. The procedure was terminated. Removal details: the incision into the uterus was done in similar manner, however the coil on this side was more tortuous and it seemed to be packed together. The coil was fragmented on the left, but 2 fragments were removed visually up through the trocar. Once the coil was taken down to the methylene blue, signifying we were in the cavity, the specimen was removed. There was no evidence of coil in the uterus. This uterine cornua was closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, lower abdominal pain, menorrhagia,lower back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fragmentation/device breakage/I was told it was bent and most was in the uterus. He pulled it out and it was in pieces"), pelvic pain ("chronic pelvic pain/pain: pelvic") and genital haemorrhage ("abnormal bleeding (general)/heavy flow") in a 35-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/I was sensitive to light") and headache ("headaches/pain: headache"). In 2011, the patient experienced fatigue ("fatigue/I just noticed I was more tired"). In 2012, the patient experienced dyspareunia ("painful intercourse/it hurt the most before I was about to get my cycle or right after I completed my cycle/pain: pain during sex"), abdominal pain lower ("cramping / lower abdominal pain/constantly cramping/pain: side/ I would cramp all the day, everyday even when my cycle wasn't on") and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced weight increased ("weight gain/I gained 90 lbs"). In 2015, the patient experienced rash ("rash/underneath my belly, in the crease of my flap"). On (B)(6) 2016, 6 years 11 months after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: uterus"), pelvic pain (seriousness criterion medically significant), abdominal distension ("bloating"), menorrhagia ("heavy menstrual bleeding/my periods would last 6-7 days constantly heavy flow"), back pain ("lower back pain"), procedural pain ("pain with pap smear") and photophobia ("sensitive to light"). The patient was treated with surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device expulsion, pelvic pain, dyspareunia, abdominal distension, back pain, rash, genital hemorrhage, migraine, fatigue, weight increased and photophobia outcome was unknown and the abdominal pain lower, menorrhagia, headache and procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, device expulsion, dyspareunia, fatigue, genital hemorrhage, headache, menorrhagia, migraine, pelvic pain, photophobia, procedural pain, rash and weight increased to be related to essure. The reporter commented: per mr: both tubal ostia were visualized. The essure instrument was coiled into the right tubes. The coil was positioned and released. There were 4 trailing coils on the right and 3 trailing on the left. The procedure was terminated. Removal details: the incision into the uterus was done in similar manner, however the coil on this side was more tortuous and it seemed to be packed together. The coil was fragmented on the left, but 2 fragments were removed visually up through the trocar. Once the coil was taken down to the methylene blue, signifying we were in the cavity, the specimen was removed. There was no evidence of coil in the uterus. This uterine cornua was closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, lower abdominal pain, menorrhagia,lower back pain." Most recent follow-up information incorporated above includes: on 20-jun-2018: this case is medically confirmed. Reporter information was added. This case concerns 35 year old patient. Her demographic was added. Her historical medication was added. Lab data was added. Essure indication was added. Essure lot number was added. Per pfs: following events: abnormal bleeding (general)/heavy flow, migraines,I was sensitive to light, pain: headache, pain with pap smear, fatigue/I just noticed I was more tired and weight gain/I gained 90 lbs., migration of essure device location of device: uterus were added. She had recovered from the following events: menstrual cycle, pain with pap smear, cramps and headaches. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fragmentation/device breakage/I was told it was bent and most was in the uterus. He pulled it out and it was in pieces'), perforation ('migration & perforation') and genital haemorrhage ('abnormal bleeding (general)/heavy flow') in a 35-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2005 to 2009. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/I was sensitive to light") and headache ("headaches/pain: headache"). In 2011, the patient experienced fatigue ("fatigue/I just noticed I was more tired"). In 2012, the patient experienced dyspareunia ("painful intercourse/it hurt the most before I was about to get my cycle or right after I completed my cycle/pain: pain during sex"), abdominal pain lower ("cramping / lower abdominal pain/constantly cramping/pain: side/ I would cramp all the day, everyday even when my cycle wasn't on") and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient was found to have weight increased ("weight gain/I gained 90 lbs"). In 2015, the patient experienced rash ("rash/underneath my belly, in the crease of my flap"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain/pain: pelvic"), abdominal distension ("bloating"), menorrhagia ("heavy menstrual bleeding/my periods would last 6-7 days constantly heavy flow"), back pain ("lower back pain"), procedural pain ("pain with pap smear") and photophobia ("sensitive to light"). The patient was treated with surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, perforation, device expulsion, pelvic pain, dyspareunia, abdominal distension, back pain, rash, genital haemorrhage, migraine, fatigue, weight increased and photophobia outcome was unknown and the abdominal pain lower, menorrhagia, headache and procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perforation, photophobia, procedural pain, rash and weight increased to be related to essure. The reporter commented: per mr: both tubal ostia were visualized. The essure instrument was coiled into the right tubes. The coil was positioned and released. There were 4 trailing coils on the right and 3 trailing on the left. The procedure was terminated. Removal details: the incision into the uterus was done in similar manner, however the coil on this side was more tortuous and it seemed to be packed together. The coil was fragmented on the left, but 2 fragments were removed visually up through the trocar. Once the coil was taken down to the methylene blue, signifying we were in the cavity, the specimen was removed. There was no evidence of coil in the uterus. This uterine cornua was closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, lower abdominal pain, menorrhagia,lower back pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fragmentation/device breakage/I was told it was bent and most was in the uterus. He pulled it out and it was in pieces'), perforation ('migration & perforation') and genital haemorrhage ('abnormal bleeding (general)/heavy flow') in a 35-year-old female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: iud from 2005 to 2009. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines/I was sensitive to light") and headache ("headaches/pain: headache"). In 2011, the patient experienced fatigue ("fatigue/I just noticed I was more tired"). In 2012, the patient experienced dyspareunia ("painful intercourse/it hurt the most before I was about to get my cycle or right after I completed my cycle/pain: pain during sex"), abdominal pain lower ("cramping / lower abdominal pain/constantly cramping/pain: side/ I lwould cramp all the day, everyday even when my cycle wasn't on") and genital haemorrhage (seriousness criterion medically significant). In 2013, the patient was found to have weight increased ("weight gain/I gained 90 lbs"). In 2015, the patient experienced rash ("rash/underneath my belly, in the crease of my flap"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("chronic pelvic pain/pain: pelvic"), abdominal distension ("bloating"), menorrhagia ("heavy menstrual bleeding/my periods would last 6-7 days constantly heavy flow"), back pain ("lower back pain"), procedural pain ("pain with pap smear") and photophobia ("sensitive to light"). The patient was treated with surgery (to remove the essure implant-bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, perforation, device expulsion, pelvic pain, dyspareunia, abdominal distension, back pain, rash, genital haemorrhage, migraine, fatigue, weight increased and photophobia outcome was unknown and the abdominal pain lower, menorrhagia, headache and procedural pain had resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, perforation, photophobia, procedural pain, rash and weight increased to be related to essure. The reporter commented: per mr: both tubal ostia were visualized. The essure instrument was coiled into the right tubes. The coil was positioned and released. There were 4 trailing coils on the right and 3 trailing on the left. The procedure was terminated. Removal details: the incision into the uterus was done in similar manner, however the coil on this side was more tortuous and it seemed to be packed together. The coil was fragmented on the left, but 2 fragments were removed visually up through the trocar. Once the coil was taken down to the methylene blue, signifying we were in the cavity, the specimen was removed. There was no evidence of coil in the uterus. This uterine cornua was closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Hysterosalpingogram - in 2012: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6)2016: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, lower abdominal pain, menorrhagia,lower back pain." Lot number: 646522 manufacture date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fragmentation") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), abdominal pain lower ("cramping / lower abdominal pain"), menorrhagia ("heavy menstrual bleeding"), back pain ("lower back pain") and rash ("rash"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, dyspareunia, abdominal distension, abdominal pain lower, menorrhagia, back pain and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, device breakage, dyspareunia, menorrhagia, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.